Event description:
This is a spontaneous case report received from a consumer of (B)(6) old via regulatory authority ((B)(4)) in (B)(6) on (B)(6 ) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Consumer stated at time of the procedure she was not informed of any possible side effects. The procedure went well; she experienced pain for a week or so after. Over the next few months, her period became heavier with clotting. In (B)(6) 2015, she had the coils checked and was told she could safely use the device as contraception and she would not be able to get pregnant. Over the following months, she started to get the following symptoms: constant pelvic period type pain; tiredness; brittle nails; brittle dry hair; swelling and pain in legs and feet; painful sex; bloating; weight gain (approximately (B)(6)); nausea; heavy clotting periods (bleeding for 5/6 days then stopping far a day and then bleeding again for a couple of days); frequent urination; brain fog; dizziness; mood changes; feeling of being pregnant; fluttering in stomach to feeling like about to give birth. In (B)(6) 2015, she saw gp (general practitioner) regarding the pain and persistent urination. She completed a urine output study and had an ultrasound. The ultrasound was extremely painful and the report stated arising from the fundal endometrium and extending through the myometrium to the border of the postero-fundal uterus a 23mm length echogenic linear structure suggestive of a foreign body. She explained she had the sterilization coils in place but the physician had no idea what she was talking about and did not think that it could be them. On (B)(6) 2015, her gp referred her to gynecology. On (B)(6) 2015, she experienced extreme pain and the gp admitted her to hospital. On arrival at hospital the consultant who had inserted the coils said straight away we must get those coils out, we will do a salpingectomy. On (B)(6) 2015, she was given a prostap injection to see if this would ease the cramping pain. She was discharged from hospital and was told to rest for 10 days. No operation was performed as none of the other gynecology consultants were prepared to touch her as she had essure in place. On (B)(6) 2015, she contacted the hospital as pain bad and felt dizzy, spaced out and sick, and was told to go back to gp. She saw gp who diagnosed a urine infection and admitted her back to gynecology. On (B)(6) 2015, she was discharged from hospital with an appointment with the gynecologist the next day. On (B)(6) 2015, the gynecologist advised that salpingectomy should be done as soon as possible. On (B)(6) 2015, she had a salpingectomy surgery. She was signed off for 2 weeks and advised should be ok within 2 to 3 weeks. The follow up would be in 4 weeks. On (B)(6) 2015, she saw the gp as she was feeling very unwell. Further infection was diagnosed and she was given 2 different courses of antibiotics. On (B)(6) 2015, she experienced sickness, dizziness and pain that she referred as reaction to antibiotics. On (B)(6) 2015, oral thrush was diagnosed. On (B)(6) 2015, the gp removed what supposed to be the dissolvable stitches. On (B)(6) 2015, the gp completed an urgent referral to ent (understood as ears, nose, and throat physician) due to oral thrush not improving after 4 weeks of treatment. On (B)(6) 2015, in the ent appointment, she had black hairy tongue due to not being well. She had a gynecologist appointment and the consultant admitted that she should not still be bloated and sis not understands the pain. Before doing anything else she was sent for further blood test, urine test an ultrasound. She shad a reaction to the plaster from the blood test which she never had before. She stated the ultrasound was extremely painful internal and external. She reported the issues since salpingectomy as constant pelvic period type pain; tiredness; brittle dry hair; painful sex; bloating and looking like pregnant; weight gain; nausea; brain fog; dizziness; mood changes; feeling of being pregnant; fluttering in stomach to feeling like about to give birth. She stated that the frequent urination is the only thing which has improved since the salpingectomy. She also mentioned she had not a period since the prostap injection but was not due any further injections. Follow-up information received from consumer on 12-aug-2015: consumer provided her date of birth. She stated that still has the reaction; however she did not specify it. She also mentioned that a bilateral salpingectomy was performed and that she was treated post op and urine infections. She was suffering from the same side effects and was waiting for a hysterectomy. Ptc investigation result was received on 17-aug-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up dated 06-aug-2015: case (B)(4) was identified as follow-up of this case. (B)(4) will be deleted from bayer database and the following information was added: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4)). Consumer had essure fitted in (B)(6) 2014 and have had numerous issues since including constant pelvic period pain; tiredness; brittle nails and hair; swelling and pain in legs and feet; painful sex; bloating; weight gain; nausea; heavy clotting irregular periods; frequent urination; brain fog; dizziness. She had a bilateral salpingectomy in (B)(6) 2015 to remove the coils but this has not solved the majority of problems. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred terms: abdominal pain lower. (B)(4) bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme pain / cramping pain, which was considered serious due to hospitalization. An ultrasound was performed and the result showed 23mm length echogenic linear structure suggestive of a foreign body / arising from fundal endometrium and extending through the myometrium (seen as uterine perforation), considered serious due to medical importance. These events are listed according to the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of uterine perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. With regards to the event extreme pain / cramping pain, consumer experienced this event 207 days after essure insertion. Since temporal relationship is positive, a causal relationship with suspect insert cannot be excluded. In this case, consumer underwent a salpingectomy. This case was regarded as incident due to surgical intervention required. Additionally, other serious and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Tproduct technical complaint investigation result (ptc global number (B)(4)) was updated on 14-dec-2015: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) is a known possible undesirable event and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no further ae cases identified. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed 17-dec-2015 for the following (B)(4) preferred terms: abdominal pain lower: the analysis in the global safety database revealed (B)(4) cases. Uterine perforation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these (B)(4) pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced extreme pain / cramping pain/increased abdominal pain, which was considered serious due to hospitalization. An ultrasound was performed and the result showed 23mm length echogenic linear structure suggestive of a foreign body / arising from fundal endometrium and extending through the myometrium (seen as uterine perforation), considered serious due to medical importance. These events are listed according to the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of uterine perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. With regards to the event extreme pain / cramping pain, consumer experienced this event 207 days after essure insertion. Since temporal relationship is positive, a causal relationship with suspect insert cannot be excluded. In this case, consumer underwent a salpingectomy and later a hysterectomy with left oophorectomy. Thus, this case was regarded as incident due to surgical intervention required. Additionally, other serious and non-serious events were reported. A review of the manufacturing batch record confirmed that the lot reported met all release requirements. However, since no product was returned it was not possible to confirm any quality defect or device malfunction. A review of similar cases for this batch resulted in no further ae cases identified. Based on the available information, there is no reason to suspect a relationship between the reported events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 15-sep-2015 from hcp (health care professional): physician was added as reporter. Patient demographics provided including weight: (B)(6) and height: (B)(6). General practitioner stated that the insertion of essure coil resulted in increased abdominal pain requiring hospitalisation. Bilateral salpingectomy didn't resolve symptoms. On (B)(6) 2015 a laparoscopic hysterectomy was performed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-sep-2015 for the following meddra preferred terms: abdominal pain lower. The analysis in the global safety database revealed (B)(4) cases. Uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced extreme pain / cramping pain/increased abdominal pain, which was considered serious due to hospitalization. An ultrasound was performed and the result showed 23mm length echogenic linear structure suggestive of a foreign body / arising from fundal endometrium and extending through the myometrium (seen as uterine perforation), considered serious due to medical importance. These events are listed according to the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of uterine perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. With regards to the event extreme pain / cramping pain, consumer experienced this event 207 days after essure insertion. Since temporal relationship is positive, a causal relationship with suspect insert cannot be excluded. In this case, consumer underwent a salpingectomy and later a hysterectomy. Thus, this case was regarded as incident due to surgical intervention required. Additionally, other serious and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Follow up information received on 04-oct-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1401). The consumer reported she was never told about the nickel in the device and was not given an allergy test. During the insertion procedure, one side gone easily and the other the surgeon had to try a couple of times. She had bad pain straight after and was not able to return to normal activities straight away. In (B)(6) 2015, she had the confirmation test and she stated it was also a painful procedure. When she went to her general practitioner due to excessive urination, she also complained of tiredness all the time and chronic pelvic pain. In (B)(6) 2015, the patient had a bilateral salpingectomy and this did not help with any of her symptoms. After the salpingectomy, the events constant pelvic pain, tiredness, painful sex, brittle dry hair, bloating, nausea, brain fog, dizziness, mood changes and feeling of being pregnant continued. She added confusion as a symptom after this procedure. In (B)(6) 2015, she had to have a hysterectomy with left oophorectomy and, at time of the report, she was recovering at home. She stated that so far all her symptoms following essure implantation had gone including the excessive urination. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-oct-2015 for the following meddra preferred terms: abdominal pain lower. The analysis in the global safety database revealed (B)(4) cases. Uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced extreme pain / cramping pain/increased abdominal pain, which was considered serious due to hospitalization. An ultrasound was performed and the result showed 23mm length echogenic linear structure suggestive of a foreign body / arising from fundal endometrium and extending through the myometrium (seen as uterine perforation), considered serious due to medical importance. These events are listed according to the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of uterine perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. With regards to the event extreme pain / cramping pain, consumer experienced this event 207 days after essure insertion. Since temporal relationship is positive, a causal relationship with suspect insert cannot be excluded. In this case, consumer underwent a salpingectomy and later a hysterectomy with left oophorectomy. Thus, this case was regarded as incident due to surgical intervention required. Additionally, other serious and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Follow up received on 25-may-2016 from physician: this patient is no longer registered at this practice as of (B)(6) 2016. Follow up 14-jun-2016: perforation questionnaire was received from physician. Bmi was updated. Pregnancy history includes parity 1, c-section 1. She previously used mirena. No abnormal findings during prior to essure insertion. During insertion it was done analgesia with co-codamol and voltarol. The visualization of tubal orificium was easy. The fluid loss was more than 1500cc and the procedure did take more than 20 minutes. No complaints immediately after insertion. On (B)(6) 2015 essure confirmation test was done by ultrasound that showed there was no problem. Tvs (interpreted as transvaginal sonography) showed essure coils in corneal region. Tubal occlusion was confirmed and patient was advised to rely on essure. On (B)(6) 2015 essure was removed because of patients request by laparoscopy. No pathology results, signs of infection or inflammation. Essure coils were correctly sited, no perforation. Outcome was reported as not recovered. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-may-2016 for the following meddra preferred terms: abdominal pain lower: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced extreme pain / cramping pain/increased abdominal pain, which was considered serious due to hospitalization and listed in the reference safety information for essure. She underwent a salpingectomy and later a hysterectomy with left oophorectomy and had essure removed. Upon receipt of follow-up information, it was reported that essure coils were correctly sited and no perforation occurred. Therefore, the reported event 23mm length echogenic linear structure suggestive of a foreign body / arising from fundal endometrium and extending through the myometrium (seen as uterine perforation) was deleted. In this case, patient experienced extreme pain / cramping pain 207 days after essure insertion. Since temporal relationship is positive, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention required. Additionally, other serious and non-serious events were reported. A review of the manufacturing batch record confirmed that the lot reported met all release requirements. However, since no product was returned it was not possible to confirm any quality defect or device malfunction. A review of similar cases for this batch resulted in no further ae cases identified. Based on the available information, there is no reason to suspect a relationship between the reported events and a quality defect. No further information is expected.

Manufacturer narrative:
Follow-up received on 09-nov-2015: reporter stated it was a possible reaction to essure. Patient presented pain in (B)(6) 2015. Bilateral salpingectomy and essure removal done in (B)(6) 2015. Continued pain leading to hysterectomy in (B)(6) 2015. Histopathology from hysterectomy - normal. Essure lot number was provided: b72583. Internal correction on 25-nov-2015: during internal review it was notified that the reported follow-up receipt date 04-oct-2015 is incorrect. The correct follow-up receipt date of the case is 09-aug-2015. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced extreme pain / cramping pain/increased abdominal pain, which was considered serious due to hospitalization. An ultrasound was performed and the result showed 23mm length echogenic linear structure suggestive of a foreign body / arising from fundal endometrium and extending through the myometrium (seen as uterine perforation), considered serious due to medical importance. These events are listed according to the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of uterine perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. With regards to the event extreme pain / cramping pain, consumer experienced this event 207 days after essure insertion. Since temporal relationship is positive, a causal relationship with suspect insert cannot be excluded. In this case, consumer underwent a salpingectomy and later a hysterectomy with left oophorectomy. Thus, this case was regarded as incident due to surgical intervention required. Additionally, other serious and non-serious events were reported. An updated product technical complaint (ptc) analysis (lot number reported upon follow-up) is expected.